Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator delivered inappropriate shock due to post-paced t-wave oversensing (pptwos). Programming changes were completed.

Event description:
New information received notes that the patient was stable following programming changes.